Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 24x2.25mm target lesion was located in the moderately tortuous and seriously calcified left circumflex artery. A 2.25x24mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus element,mr,ous 2.25x24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent strut rows 1, 2, 4, 5 and 6 on the distal end were damaged and deformed. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.